Event description:
Customer reported, receiving unspecified low readings on their precision xtra blood glucose monitor. As a result of the low readings received, customer did not administer their normal dosage of insulin. A friend drove the customer to an emergency room, where they were diagnosed and treated for hyperglycemia. Customer's blood glucose was approximately 700 mg/dl when checked on an unknown brand of meter in the emergency room.

Manufacturer narrative:
Customer's product has been requested back for investigation. A follow-up report will be filed once an investigation is complete.